Event description:
The customer's mother reported a blank display after a battery charge. The reported blood glucose reading was 330 mg/dl. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor.